Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the product code was updated from ec60a to long60a based on the lot number provided. Just to confirm, when the stapler only cut the tissue, did the device deliver any staples at all? The staples did not come out. How was the area that the stapler cut repaired? Stomach. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? None. What was the product code of the cartridge (gst60t, ecr60d, etc.)? Ecr60d. In field 1102 of the complaint form: ¿is this a single-use device that was reprocessed and reused on a patient? Yes.¿ was the device reprocessed and reused? No.

Manufacturer narrative:
(B)(4). Batch # m54c2c. The analysis found that the long60a device was received with no apparent damage and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a bypass procedure, the stapler only cut the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.